Event description:
It was reported that the device will not heat and had a broken door. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the metal locking latch for the air detector door had the screws removed and missing, pcb has evidence of fluid ingression, and the return tube is cracked. Functional testing was performed. Upon testing, the reported problem was duplicated. It was determined that the cracked return tube was the root cause for fluid ingression on the pcb. The latch lock damage was due to customer damage. The pcb and return tube were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.